Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from an unspecified location. The leaks were discovered at the hospital drug store prior to treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 12, 2018 - september 13, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port weld in back of the bag and dripping down the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.